Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During visual inspection, no defect was found on the articulation sleeve area. The reported system error was not reproduced; however, there was an image quality problem observed. The device failed leakage test and a pin hole was found on the articulation sleeve during destructive analysis. The possible root cause of the system error was likely caused by the pin hole that may have allowed infiltration of liquid into the articulation area. Liquid infiltration can cause leakage failure and electrical malfunction which leads to system error or image problem. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Event description:
It was reported that the transducer prompted a usacquisitionhw_40_0 error during a patient study. No additional information was provided. Multiple attempts were made to obtain additional information regarding the reported complaint but with no results.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, there were no defects found on the articulation sleeve area. The system error reported was not reproduced during the system test; however, an image quality problem was observed. During destructive analysis, a pin hole was found on the articulation sleeve. The possible root cause of the system error was likely due to the pin hole which could have allowed liquid to infiltrate into the articulation area. Liquid infiltration can cause leakage failure and electrical malfunction which leads to system error or image problem. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.